Event description:
The report indicated that the customer experienced high bg levels over the three days the pod was worn. Her bg levels were consistently high (348-greater than 500 mg/dl) despite having administered multiple boluses. On the third day of wear, she took sick and ended up going to the hospital; she was placed on an IV drip and was given antibiotics (though the antibiotics were for a condition other than her hyperglycemia). While going through the customer's pdm, a nurse educator at the hospital noticed that she had incorrectly entered basal rates. The pod was removed at the hospital and will therefore not be returned for eval. Insulet product support advised the customer to remove the pod if, after administering multiple boluses, bg levels fail to lower.

Manufacturer narrative:
The device involved will not be returned to the MFR for eval. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The omnipod user guide instructs users to check blood glucose levels frequently, so that they're able to notice and react quickly and appropriately to any issues. The user guide also advises that, if bg levels remain high four hours after a bolus was first administered, then the pod should be replaced and a healthcare provider should be contacted for guidance.